Manufacturer narrative:
The technician investigated and found that the brake caster located at the left foot base of the bed frame was not locking adequately due to the rubber holding pads being worn away. Most likely cause is due to normal wear and tear. The account requested the rental unit be swapped and the technician swapped the bed for a known working unit. The replaced the left foot base caster assembly to resolve the issue at the warehouse. Based on this info, no further action is required.

Event description:
The account reported the brakes will not lock. The bed is located in ICU 4 at that facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).